Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital with shortness of breath and complete heart block. Device interrogation displayed backup vvi with no hv therapy available and loss of capture. The device was explanted and replaced.